Event description:
Home patient (hp) reports leak in pt line tubing of homechoice set. Hp noted leak after receiving "check pt line" alarm during apd treatment. Hp discontinued treatment and restarted with new supplies. No pt injury or medical intervention required per hp.